Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump being exposed to fluid in the reservoir compartment. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was not used for insulin. Customer stated that the reservoir being incorrectly placed inside the pump. The customer was advised to remain disconnected from the insulin pump. The patient was unable to run self test. Customer was advised that the insulin pump will need to be replaced by their healthcare professionals. The insulin pump will be returned for analysis.